Manufacturer narrative:
Device available for evaluation: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that impedance checks were done on zero and 8 electrode. Electrode was out of range for use. The rep reprogrammed not using the bad electrode which was one they were not going to use. The issue was reported to be resolved at the time of the report. There was no issue to the patient and no loss of therapy. It was reported that there was no determining factor for why electrode was out of range.